Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the log file download being stuck on file 2 was not confirmed. No product was returned for evaluation and no photos of the reported event were provided. It was reported that the issue was resolved by closing the heartmate touch app and starting a new session. The reported event was further investigated onsite by abbott engineers at the (B)(6) hospital. Over two hundred log file downloads were performed while onsite at the (B)(6) hospital using multiple heartmate touch systems, and the reported event was reproduced only one time; this occurred on heartmate touch tablet (B)(6) in trauma room 1. The heartmate touch framework file, adapter log files, and bluetooth communication data were reviewed; however, the logs did not contain data to indicate root cause of the issue and further analysis could not be completed as the bluetooth communication is encrypted. No other issues were observed during testing. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch, including a frozen screen. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a loading error on the heartmate touch while the patient was an inpatient in the intensive care unit (ICU), stuck on file 3. The clinician exited the screen and recommenced the session and the issue resolved. It was noted that there was a delay in patient care due to the loading error.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.